Event description:
It was reported that during a case using a navigation software, there were concerns of inaccuracy during the screw placement.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: b2 and g1

Event description:
It was reported that during a case using a navigation software, there were concerns of inaccuracy during the screw placement.